Event description:
During a preventative maintenance an error code 52. Unit (motor) was shut down with a sys shut down alarm. It also had an error code #52. No pt was involved.

Manufacturer narrative:
The company rep observed that the iabp transducer was out of calibration. The company rep got with tech support and re-aligned the drive transducer and re-calibrated it. Functional tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).